Event description:
Information received indicates the brake and steer will not hold.

Manufacturer narrative:
The technician found the caster stems were broken. He replaced the casters to repair the bed.